Event description:
It was reported that under dose had been reported, the patient reported feeling tight when they woke up on the morning of report. The patient went into the emergency room (ER) with significant baclofen withdrawal . No alarm had been heard but telemetry confirmed a critical alarm was occurring for low battery , safe state had occurred. Conflicting information received later reported the patient felt "tight" and the pump was alarming frequently/pump was "beeping nonstop." The pump showed that last night ((B)(6) 2014) at 9:17 the pump went into "reset occurred-low battery reset occurred." The pump reset to minimum rate and they were unable to reprogram the pump. It was reported by the healthcare provider (hcp) that the pump "pump failed (B)(6) 2014."the pump was explanted on (B)(6) 2014 and the catheter was patent. The estimated eri was 4 months away. The patient's status after the device was removed was "recovered without sequela." The patient had been admitted, had the "urgent surgery" to replace the pump and required longer hospital stay. The pump system was delivering gablofen. It was reported that since pump replacement the dose was dropped down to 1300mcg/day of gablofen to 1400mcg/day and the patient was no longer taking oral baclofen.(this source document contained omitted information, unrelated to this event, which is captured in (B)(4)).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc lot# serial# (B)(4) implanted: (B)(6) 2014. Product type: catheter. Product ID: 8711, lot# j11509r49, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis of the pump found pump battery high resistance. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding the sudden pump failure/stopped. The patient went through withdrawal and was very sick. The patient also could not breathe, hallucinated, and was in the fetal position. The pump alarmed "a couple of times" and stopped completely one month before the battery was supposed to stop.